Event description:
It was reported that a patient who had six valves put in about nine months ago underwent a second procedure where a couple were replaced and installed another one. The patient stated that it has not worked. The physician is now looking at trying them in the other lung. The patient is going in for another scan to see if the other lung is a good place to try again. There are no reports of further harm.

Manufacturer narrative:
Since the device is unknown, olympus selected svs-v7-00 as the representative device. The report stated a couple device were replaced hence, 2 reports have been submitted for this event. This report is related to patient identifier (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: d8. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.